Manufacturer narrative:
(B)(4). Field service was dispatched to the account and replaced bellows, bellows pumps, poppet valves, and internal probe and cuvette wash. Service determined the instrument to be working according to specification. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that an initial architect creatinine result of 114 mg/l was generated. The sample was repeated with a result of 10 mg/l. There was no report of impact to patient management.